Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing multiple high voltage shocks and syncope. Upon interrogating the implantable cardioverter defibrillator, it was discovered that the patient had an episode ventricular fibrillation and was treated with four high voltage therapy. The first shock delivered 0.0 j with the marker indicating over current detection. The device then automatically switched the configuration to right ventricular lead to can and successfully delivered three 40 j shocks to the patient. The patient's ventricular arrhythmia was terminated after the fourth shock and the patient's condition was stabilized. The patient reported remembering the shocks but subsequently passed out at the time. Upon further examination, it was discovered that the right ventricular lead had low out of range high voltage impedance during the first shock delivered. It was suspected that the right ventricular lead insulation was compromised and fluoroscope was recommended to determine the cause of the anomaly. The patient was reported to be in stable condition.

Event description:
New information received from the physician stated that fluoroscope was performed on the lead. There were no signs of insulation break or lead fracture found. On (B)(6) 2020, the lead was capped and replaced successfully. The patient was in stable condition following the procedure.